Manufacturer narrative:
A replacement power supply was sent to the customer. Upon receipt and qe evaluation on (B)(4)/2014, a breach in the transformer housing was found. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). A visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.30 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 53.9 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer reported that the wires on her transformer of her pump in style breast pump were kinked. Upon receipt and qe evaluation on (B)(4) 2014, a breach in the transformer housing was found. The underlying electronics were accessible which is a safety risk.